Event description:
The users (medical practitioner, nurses) report that the afinion as100 analyzer display an unusual high frequency of information code 204 instead of test results when cartridge(s) from afinion hba1c lot 10137524 or 10138026 are used. Some users have observed repeated information code 204. To prevent erroneous results being reported the afinion as100 analyzer is equipped with several fail safe mechanisms; one of them being information code 204. This code may be reported due to hemolyzed blood samples, analyzer pump failures, cartridge failures.

Manufacturer narrative:
Additional lot#: 10138026. Field actions: the high frequency of information code 204 has caused inconvenience for the users. As a consequence of this axis-shield has decided to recall the two lots. All users have been informed of this product recall via mail sent by fed-ex 12/15/2008 and 12/16/2008. Root cause: review of root documentation, analysis of instrument error logs obtained form users, and further testing of reference samples have confirmed the reported problem with too high frequency of information code 204. The internal root cause investigation concludes that this was caused by poor gluing of the capillary in the sample collection device. The analyzer hence failed to move liquid. No erroneous results are reported as consequence of this failure. The analyzer will always abort the run within approximately 1 minute, and report information code 204. Corrective action: short term corrective actions during manufacturing are implemented; increases amount of glue, visual inspection of sufficient gluing of the capillary in the sampling device and increased in process testing of final manufactured cartridges. Long term corrective action is in progress and will constitute of a revised vision control system to be installed on the afinion cartridge assembly line. See scanned pages.